Event description:
It was reported that the patient presented for a follow-up visit to the clinic. Upon examination, it was noted that the right atrial (ra) lead exhibited a loss of capture. An x-ray revealed that the ra lead had dislodged. The ra lead was explanted and replaced. The patient remained in stable condition.